Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow up, noise was noted on the right atrial lead. Noise was not reproducible in the clinic, and therefore, the physician elected to monitor the lead. The patient was stable and will continue to be monitored.